Event description:
It was reported that the programmer generated error codes and that the radiofrequency programmer head would not work. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event regarding the error code, as a result the main processing unit (mpu) circuit board was replaced. The telemetry issue was confirmed, however the root cause was the radiofrequency (rf) head cable associated with this programmer. Concomitant products: product ID r2067 radiofrequency programmer head.(B)(4).